Event description:
A customer reported a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided information for a complete pump reset and guided the customer through the process. After the reset, the pump did not display the cgm error code again, and the customer was advised to wait 20 minutes before starting their sensor session, which they understood and acknowledged.